Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. The reported patient effects of myocardial infarction and restenosis, as listed in the bioresorbable vascular scaffold system, absorb, instructions for use is a known adverse event associated with the use of a coronary scaffold in native coronary arteries. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that procedure in (B)(6) 2013 a 3.0 x 18 mm absorb scaffold was implanted in the left anterior descending (lad) artery and two scaffolds were implanted in right coronary artery (rca). Post-dilatation was performed with an nc balloon catheter. Final angiographic residual stenosis was less than 10%. The patient returned on (B)(6) 2016 with a st elevated myocardial infarction (stemi) and angiography confirmed in-scaffold restenosis in the lad. The scaffolds in the rca were patent. A 3.0 x 18 mm xience alpine stent was successfully deployed to treat the restenosis and complete the procedure. Dual anti-platelet therapy (dapt) was administered for 18 months post procedure. The patient is stable. No additional information was provided.